Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the issue occurred during the system startup and preparation of the patient. The procedure was completed by restarting the system followed by manual starting of the host pc. A philips field service engineer (fse) went onsite to investigate the reported issue, however, the customer confirmed that the issue was resolved by rebooting the system and manually starting the host pc. The log file analysis did not reveal or identify any errors or malfunctions. The fse also performed the restart several times without encountering any issues. The suspected host pc was returned to philips for further analysis. The cause of the host pc failure could not be conclusively determined by the supplier¿s part analysis. The same issue recurred on (B)(6) 2024, and the fse replaced the host pc and hard disk. Following this replacement, the system was returned to use in good working order. To date, no similar issue has been reported to philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the system regained its functionality after the system restarted and the procedure was completed using the same system. Therefore, this complaint has been re-evaluated as not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.